Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device pressure was fluttering. The pcb was replaced to update the software and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device had a pressure fluttering error and the software needs upgraded. The pressure was set to 250mmhg, 350mmhg but the pressure fluctuated between 15-40mmhg. There was no patient impact or delay noted. The device was plugged into the hospital grade outlet during use. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.